Manufacturer narrative:
This MDR was determined to be a duplicate of MFR report number 8010047-2021-14490. If further reporting is necessary, a supplemental report will be sent under MFR report number 8010047-2021-14490. The duplicate complaint will be closed by the manufacturer. Olympus will continue to monitor complaints for this device.

Event description:
The customer reported the evis exera iii xenon light source display a b30 error with all endoscopes. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
A field service engineer (fse) was dispatched onsite to troubleshoot the device. A previous evaluation was performed by cleaning the socket contacts of the device however, the b30 error issue persisted. The fse will now exchange the connector to resolve the b30 error. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.